Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced injury ("injury to herself"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and d&c with hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced injury ("injury to herself"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and d&c with hysteroscopy). Essure was removed on (B)(6)2017. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Further company follow-up with the lawyer or lawyer is not possible. Amendment: the report was amended on (B)(6)2018 for the following reason: case (B)(4) (MFR number 2951250-2018-04888) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - essure indication added. No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("specimen container is a fragmented, thinly stretched essure coil"), embedded device ("essure coil sticking through the myometrium and peritoneal surface of the cornua"), device dislocation ("migration of essure device location of device/probable migration of right essure coil") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included diarrhea, painful intercourse and right lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), reproductive tract disorder ("reproductive system disorder or condition type of disorder or condition"), pelvic pain ("pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device dislocation, genital haemorrhage, depression, reproductive tract disorder, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, device breakage, device dislocation, embedded device, genital haemorrhage, pelvic pain and reproductive tract disorder to be related to essure. The reporter commented: the proximal portion of the device was visualized and less than 3 coils were noted protruding onto uterine cavity. The proximal portion of the device was visualized with less than 3 coils noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of ptc incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("specimen container is a fragmented, thinly stretched essure coil"), embedded device ("essure coil sticking through the myometrium and peritoneal surface of the cornua"), device dislocation ("migration of essure device location of device/probable migration of right essure coil") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included diarrhea, painful intercourse and right lower quadrant pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), pelvic pain ("pain") and abdominal pain ("abdomen pain") and underwent reproductive system disorder prophylaxis ("reproductive system disorder or condition type of disorder or condition"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, device dislocation, genital haemorrhage, depression, reproductive system disorder prophylaxis, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, depression, device breakage, device dislocation, embedded device, genital haemorrhage, pelvic pain and reproductive system disorder prophylaxis to be related to essure. The reporter commented: the proximal portion of the device was visualized and less than 3 coils were noted protruding onto uterine cavity. The proximal portion of the device was visualized with less than 3 coils noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-apr-2019: pfs received. Concomitant condition and historical drug added. Events : essure coil sticking through the myometrium and peritoneal surface of the cornua, probable migration of right essure coil, migration of essure device location of device/, specimen container is a fragmented, thinly stretched essure coil, abnormal bleeding (general), psychological or psychiatric problems condition: depression, reproductive system disorder or condition type of disorder or condition, pain, abdomen pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.